Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the gantry dingus engaged 180 degrees away from the intended spot. The dingus was then realigned. The motion controllers were then found to be not initiating. The motion controller board was then replaced. The representative then found that the motion batteries were not charging. The motion batteries were then replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion controller has not been received by the manufacturer for evaluation. The suspect motion batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, a loud noise was heard emitting from the rotor within the gantry. The reported issue occurred after the gantry door was closed around the patient. The site reported that when attempting to manually open the door, the rotor would not complete motion in either direction. The site removed the gantry from around the table utilizing the lift and shift function. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect batteries were discarded by the site and will not be returned to manufacturer for analysis. The suspect motion control box was returned to the manufacturer for evaluation. Testing found that the firmware was missing from the unit. When firmware was reinstalled, the unit functioned as designed.